Manufacturer narrative:
G4: 01aug2020. B4: 20aug2020. The customer replaced the flow sensor to address the reported issue. No part was returned to failure investigation (fi) for further evaluation. If the part is returned or if the customer reports additional information, the complaint record will be re-opened for investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The biomedical engineer reported negative flows with a test lung connected. Product support advised the customer to complete performance verification and to check for leaks, obstructions, and flow accuracy. The customer will call back after completing performance verification. The customer reported the device was not in use on a patient.